Event description:
It was reported that during the implant procedure oversensing was noted during wavelet testing. Oversensing continued during non-testing state. Another right ventricular (rv) lead was implanted and the oversensing continued. The physician examined the header and no issue was noted. Another implantable cardioverter defibrillator (ICD) was implanted and the issue resolved. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: the full lead was returned and analyzed. Analysis was performed and no anomalies were found. The overlay tubing of the lead was extrinsically breached due to a cut. The overlay tubing of the lead was observed to have blood ingression. Visual analysis of the lead indicated damage at implant. The analyst noted that visual inspection found a cut on overlay tubing at distance 23cm, and blood ingress underneath the tubing . The overlay tubing is the extra layer cover the outer insulation. Performed destructive analysis, no outer insulation.breach was observed.